Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The customer alleged that the up, down and ok buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2016 with the following findings: during investigation, the keypad was found to be intact and all the keys were responsive to user presses. The original complaint was unable to be duplicated. Unrelated to the original complaint, there was moisture observed behind the display lens. There was damage to the pump case. A leak test failed due to pump case damage. The pump cover was removed and there was internal moisture found on the keypad flex connector. The keypad cover was removed and there was no contamination found under the key contacts.